Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. A letter was sent to the user facility requesting add'l info concerning the reported event and the condition of the pt. As of the date of this report, in 2007, there has been no response from the user facility.

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep: "rep respiratory coord called to inform that two units were not delivering the set flo2 100%. Per rep there was no corresponding alarm low flo2 alarm per rep the unit monitored flo2 was reading 21% per pts low o2 saturations/pao2 readings the unit was changed pts saturations improved pt is till on a vent until the customer is extremely concerned they are in the process of doing medwatch alert."